Event description:
During successful deployment of a coronary stent with delivery system to an unknown target lesion site in the patient's body, the balloon catheter lost integrity. During an attempt to withdraw the sds, resistance was encountered necessitating the withdrawal of the sds and guide wire as one unit. Upon withdrawal of the sds and guidewire to the area of the femoral sheath, the distal balloon marker band became "stuck" in the sheath. Subsequently, the sds, guidewire and femoral sheath were withdrawn from the patient as one unit. Direct compression was applied to the right groin to attain hemostasis and the left groin was prepared to continue with procedure. The second coronary stent with delivery system was successfully deployed at the target lesion site. There were no additional complications relative to this event.